Event description:
(B)(6) clinical study ID: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath hemostasis introducer instructions for use (IFU) states that insertion into the artery may cause excessive bleeding and/or other complications. The fast-cath hemostasis introducer instructions for use (IFU) states that upon removal of the hemostasis introducer, proper precautions should be taken to prevent bleeding.

Event description:
Related manufacturer: 2182269-2017-00119. Following a paroxysmal atrial fibrillation ablation procedure the patient developed an insertion site hematoma in the location where catheters were introduced through a fast-cath hemostasis introducer and an agilis nxt introducer, requiring a prolonged hospitalization. The procedure was completed without issue but 24 hours post-procedure the patient developed abdominal pain located in the right iliac fossa. An ultrasound revealed a small hematoma in the right major psoas muscle. No intervention was required but the patient remained in the hospital an additional 72 hours for observation. There were no performance issues reported with any abbott device. ((B)(6) study ID: (B)(4))